Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). The 510k: device is not distributed in the united states, but is similar to device marketed in the USA. No anomalies were detected during device history record review. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Product investigation summary: the investigation of the complainant extraction screw has shown that the threaded tip is broken off. The instrument shows a lot of damages at the surface of the whole part. There are also strongly visible damages at the handle, which indicates that high mechanical forces were applied. Unfortunately, we are not able to determine the exact cause that led to this occurrence. Due to the damages at the part, it is likely that a mechanical overload situation led to the breakage. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. It is likely that the device was exposed to parameters outside of the approved range. As no product fault could be detected, no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from sweden reports the following: during removal of a proximal femoral nail ¿ antirotation and spiral blade, the spiral blade stuck to the extraction screw such that the threaded end of the extraction screw broke upon removal of the spiral blade. This is report 1 of 2 for complaint (B)(4).